Manufacturer narrative:
Date of event: the product was purchased on (B)(6) 2015 and the issue reported to the store on (B)(6) 2015; however, the exact date of the event is unknown, not provided. (B)(6). Alternative report identification number (B)(4). The manufacturing records were reviewed for the kit number. The records for the production processes were found to be acceptable. There were no non-conforming materials reports, or process/material changes associated with kit lot za03086. There was no non-conformance reported for this lot. The product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that a female patient used the solution for her eye as her eye was infected and she experienced her eye puffed up and bled after using the oxysept disinfecting/neutralizing system. The patient sought medical treatment. She was recommended to use chloramphenicol eye drops. This was the first time the patient had used this solution and the event occurred about 2 hours after use. The product has not been used again after the event. The patient's symptoms have resolved. A separate report is filed for the oxysept disinfecting solution.

Manufacturer narrative:
Returned product chemistry: observed results for return samples were within specification limits. Returned product microbiology: results obtained did not reveal any anomaly concerning the quality and efficacy of the product that was related to the customer's reported complaint. Results were within established acceptance criteria. Retain product microbiology testing: observed results for retained samples were within specification limits. Retain product chemistry testing: observed results for retained samples were within specification limits. Manufacturing record: batch record review was found to be satisfactory. The product met manufacturing specification prior to release. All pertinent information available to abbott medical optics has been submitted.